Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for non-malignant pain and for radiculopathy. It was reported that the manufacturer representative was with the patient to do reprogramming, and when running impedances, contacts 0-7 are greater than 40,000 ohms. The manufacturer representative has checked each reference electrode. The patient reports having to charge all the time and not getting relief in the back since around implant, confirmed as having started in (B)(6) of 2019. There was no known activity or event that prompted the issue. Imaging is planned to determine if the lead is still in the head block. There were no further complications reported.